Manufacturer narrative:
This rv lead was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead perforated. Repositioning of the lead was not possible. During the explant of this rv lead, the physician damaged the insulation of the associated right atrial (ra) lead. Therefore, the associated ra lead had to be explanted and replaced. The physician also elected to explant and replace the associated implantable cardioverter defibrillator (ICD) because it was in middle of life 2 (mol 2). The physician did not suspect premature battery depletion. It was noted that no pericardial effusion occurred. There were no adverse patient effects reported.